Manufacturer narrative:
One device was returned for repair with complaint of cassette not attached error. Review of event history showed multiple cassette errors. There was no prior service history. Functional testing was performed and confirmed error. Replaced latch flex cable device recognized cassette attached and device passed test criteria.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a wrong cassette error. Unknown patient involvement and unknown patient harm.